Event description:
Brush head keeps coming out - oral-b [device breakage.] Brush is loose - oral-b [device connection issue.] Case narrative: male consumer via phone stated that the oral-b toothbrush head was loose and kept coming out of the oral-b pro 3 3000 toothbrush, type 3772. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.